Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
One tray has a hole on the outer wrap. Product discarded.

Manufacturer narrative:
(B)(4) 2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a failure analysis could not be performed because the product was not returned. Device history evaluation - the device history record was reviewed and the product met all specifications at the time of manufacture. Conclusion: the device was not returned, a root cause analysis could not be performed.